Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6 the following section is corrected information: lot number d4 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: left total hip arthroplasty with superior and likely posterior dislocation of the femoral head. A definitive root cause cannot be determined. The reported event was confirmed via provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat #110024461 lot# 65961561g7 dual mobility liner 38mm c. G2: foreign: country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 3 months post implantation of a left total hip arthroplasty, the patient was revised due to dislocation. No additional information was available.